Manufacturer narrative:
Product ID: 3093-28, lot# j0405877v, implanted: (B)(6) 2004, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
It was reported that a patient had a shocking or jolting sensation that started two weeks prior to the report and was getting progressively worse. It was noted that this occurred following a fall and the patient fell in (B)(6). It was reported that the patient had tried adjusting her implantable neurostimulator (ins) with the patient programmer, turning it down and off, and it was still ¿zipping¿ her at times. ¿zipping¿ may refer to zapping. It was later reported that the patient thought her battery needed replacing. Additional information has been requested but was not available as of the date of this report.